Event description:
Reporter indicated that it was believed that the patient's device was near end of service because during a lead test, a dc-dc code of 7 and limit was obtained. These test results could also be an indication of a lead break. The patient still perceives stimulation and is having incredible seizure control with the device. There has been no increase in seizures. Physician plans to take an x-ray to examine the condition of the lead.